Event description:
Caller reported a continuous glucose monitor (cgm) error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a complete pump reset by technical support, successfully resolving the issue and enabling the start of a new sensor session without further errors.